Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a hematoma around the ipg. The site was drained and the physician is not concerned about any remaining fluid in the pocket area. The patient is currently doing well and is receiving effective pain relief from the device.